Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced six infusion sets tubing was leaking at the site events on 11 feb 2026. The infusion set was in use for three to four hours. The blood glucose level was high.